Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not working properly. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) was not working properly. The epg passed incoming testing. It was indicated that the epg had damaged patient connectors. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.